Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) /2013 reporting air bubbles in the cartridge and tubing. The patient indicated that blood glucose levels elevated to 425 mg/dl with headaches related to the issue. Customer support reviewed with the patient how to remove the air bubbles from the cartridge and tubing. The reported blood glucose does not meet animas criteria for an adverse event. This report is made based on the allegation of the air bubbles issue.